Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer stated that she found the insulin pump difficult to use and decided that she would discontinue its use. She also stated that she had issues with changing the infusion sets, which resulted in her wasting insulin. She found it difficult to navigate to perform actions like insulin suspension. The customer declined to provide the blood glucose reading and declined assistance with the issues. Nothing further reported.